Event description:
Per the audiologist, the patient's device was explanted in 2008 due to a skin flap infection. There was no reimplant plans reported at the date of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.